Event description:
Customer reportedly received the following results on the mobile system: 19.6 mmol/l, 10.5 mmol/l, 8.5 mmol/l, and 9.7 mmol/l. Customer then tested 6.2 mmol/l on the aviva system. All results were within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer has not returned the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.